Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event was clarified to be in may 2015. The patient was treated with unspecified intravenous (IV) antibiotics. The patient was recovered from the peritonitis event (unknown date). Upon further investigation it was reported the cause of the peritonitis was associated with a drug product; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized approximately one week for the event. Treatment details were not reported. Action taken with extraneal therapy was unknown. Patient¿s recovery status was not reported. No additional information is available.